Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus gastrointestinal videoscope was producing a noisy image with snowflakes present. According to the initial reporter, this event took place during the device inspection prior to the patient entering the room.